Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing a large volume folfusor separated from the device which resulted in the patient not receiving their full medication dose. This issue was further described as, ¿patient's line had snapped in 2 over night. Infusor was empty even though it had only been attached @ 18.00hrs¿. The device contained 8g flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 13, 2023 - november 15, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.